Manufacturer narrative:
User facility was outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number- unknown, date implanted - unknown, manufacture date ¿ unknown.

Event description:
It was reported patient underwent an initial procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured nail and loss of reduction. The affixus nail was removed and a larger affixus nail was implanted.